Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male distal tip of the two-port primary set broke off inside the PICC requiring replacement of the PICC line. The male luer was connected directly to the female luer on the PICC device, no needless connector was used. No patient harm reported.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection of the set noted the distal male luer to be damaged with its luer tip broken off and the broken off luer tip stuck inside the concomitant PICC line. Further visual inspection of the PICC line noted the broken off luer tip stuck inside also with whitish colored stress markings observed on the luer tip's broken end. No other damages were observed. No testing was necessary as the damage was obvious. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
.